Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement was opened and there was a hole in the sterile packaging. The hole was noticed and the cement was not used. Doe: (B)(6) 2019.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: the complaint states: ¿it was reported that the cement was opened and there was a hole in the sterile packaging. The hole was noticed and the cement was not used.¿ the hospital team returned the product for examination ¿ see attachment ¿(B)(4) photos.pdf. The complaint sample was returned for investigation. Upon examination, there is no evidence that the powder has leaked into the packaging indicating that the inner sterile powder bag is intact. The folds made in the powder packaging during the manufacturing process are clearly visible on the powder pouch. When the back of the powder pouch is examined there is a tear at the bottom fold approximately 15mm long. The examination of the sample confirms the complaint description. This layer of packaging is non-sterile but provides a sterile barrier to aid surgical process. The sterility of the cement powder itself will not have been compromised as the inner sterile package remains intact. The package of the inner powder bag inside the sterile barrier pouch is folded to fit into the outer foil pouch to prevent moisture reaching the powder. The fold lines will naturally be a point of weakness of the package. All cement packages are manually filled and checked, therefore if a tear was present prior to shipment it would be identified during the production process. Two retained samples of this product were examined for this failure mode, but no further instances were discovered. Dva-107020-fde rev 8 was reviewed for this failure mode, and it is recognised on lines 104 to 107 (see attachment (B)(4) extract from dva-107020-fde rev 8.pdf). In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. In conclusion, it appears that the damage has been caused during the transport or storage stages of the product. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative:   added: concomitant medical products. Corrected: device evaluated by MFR.